Event description:
It was reported to philips that the device had a faulty power pca. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer requested that the device be returned for bench repair. The device was received by the bench repair service on 01-jul-2021. Upon evaluation of the device, it was noted that the power pca for the unit was faulty and required replacement. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the power pca. A quote was provided to the customer to move forwarded with the repair but the customer subsequently declined further servicing of their device. Per customer request, the device was returned to the customer site unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.